Event description:
It was reported by service report that the cot allegedly dropped. The customer reported that they did not known if there was any pt involvement or if there were adverse consequences to report.